Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was programmed off for an endoscopy procedure. During the procedure, the red rescue shock alert presented. Boston scientific technical services (ts) concluded the health care professional (hcp) likely pressed the rescue shock button. Ts also indicated that even through the screen appeared, another button is required before the shock is delivered. No adverse patient effects were reported.